Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After analyzing the instrument data, the tsc determined that the cause of the event was unknown. The tsc instructed the customer to purge the aliquot probe, clean the outside of the aliquot probe and bleach the aliquot drain. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site to address post-troubleshooting short sampling issues related to aliquot refresh pump errors encountered while running quality controls. The fse replaced the quality control samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high creatinine, blood-urea-nitrogen (bun) and calcium (ca) were generated by the dimension vista 500 system for a single patient sample. The results were reported to the physician and the patient admitted to the hospital for consultation. The customer retested the sample on a different instrument and obtained results within expectations. A corrected report was issued from the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant results.